Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrow keypad buttons were intermittently unresponsive and required excess force to elicit a response; all other keys responded appropriately. During investigation, evidence of contamination was found under the contrast, up, and down key contacts.

Event description:
The patient contacted animas on (B)(6) 2012, and stated the ok and down arrow keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient noted the keypad rubber was very thin and can see through it. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.